Event description:
It was reported that an aseptico endo dtc motor was causing a slight electrical shocking sensation when the doctor pressed on the foot control pedal. There was no report of injury and the sensation was reported to be present only when touching the plastic pedal, not when touching any other part of the unit.